Event description:
Info provided by pt indicates that pt had magnetic resonance imaging performed due to loss of feeling from her waist down. Magnetic resonance imaging showed a cloudy growth around the tip of the catheter, which was subsequently removed during surgery. The pt will be re-implanted with another catheter in the near future, and has no further complications from this event.